Manufacturer narrative:
The complaint sample was evaluated and the reported event is confirmed. The returned instrument clearly exhibits signs of (stress) both fatigue and overload fracture conditions. The fatigue fractures occur from repeated use of the instrument and the overload fractures occur from applying a final load that is relatively large. In addition, the teflon sleeve was assembled backwards at the user facility, the reamer attachment end had a slight bent between the components along with scratches and gouges. A large amount of displaced material was found on the mating surfaces that the power tool would connect to the power coupling adaptor. This suggests there was some movement, during use, between the power tool used and the mating surface on the power coupling adaptor indicating improper seating. The manufacturing process was reviewed and no discrepancies were found. No further investigation required. Device was returned to manufacturer for evaluation. Method code updated. Results code updated. Conclusions code updated.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by medacta.

Event description:
It was reported during an unknown patient procedure the reamer handle broke off. No adverse events or patient harm reported.